Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to windows configuration issue. A technical support specialist remoted into the station, confirmed that the os clock was set to eastern standard time, and updated the clock to the correct time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had windows time behind one hour. The customer stated that time was off and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.